Manufacturer narrative:
The device was reportedly explanted on (B)(6) 2023. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 70 months, the eri status was observed via home monitoring. No adverse patient events were reported. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was reportedly explanted on (B)(6) 2023.